Event description:
It was reported that the burst packets in a box of 30 magic 3 hydrophilic intermittent catheters were already burt when they arrived.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "incorrect process parameters". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the burst packets in a box of 30 magic 3 hydrophilic intermittent catheters were already burst when they have arrived.